Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual evaluation showed two devices were each returned in original packaging with the batch number of the complaint on the labels. The t1, t2, and suture were not returned for either device. The actuators are in the pre-t1/post-t2 position. A functional evaluation of device one shows it cycles as intended. Device two showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair surgery, the suture of two fast fix 360 were torn out. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (b)4).